Event description:
A surgeon reported experiencing insufficient irrigation which, in the surgeon's opinion, may have caused or contributed to a patient experiencing a corneal burn in the left eye during the sculpting mode of a cataract procedure. Sutures were used to close the wound. The prognosis of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).